Event description:
The manufacturer received information that a trilogy evo ventilator was inoperative. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.